Event description:
It was reported that the patient experienced increased auras and seizures and was unable to perceive stimulation. Patient's device was disabled temporarily and turned on (B)(6) 2015. Diagnostics on the device were within normal limits and device was not near end of service. Additional information was received that the patient's seizures are at or below pre-vns baseline and that the patient's increased seizures are not related to vns therapy. The physician was unsure about the patient's increased auras as patient believed that the device was not working due to device stimulation not being perceived. As a result, generator replacement was recommended even though diagnostics did not indicate. The patient was able to perceive stimulation when output current was increased but also reported feeling erratic stimulation. Patient underwent generator replacement on (B)(6) 2015 due to the device not being able to be interrogated due to battery depletion. A battery life calculation performed with the available data in the programming history shows that the patient has approximately 1.8 years remaining until neos = yes. Additional information was received from the clinical specialist who attended the surgery that the device was unable to be interrogated with her programming system. There are no issues suspected with her programming system as it was able to interrogate another generator prior to this surgery. The explanted device was reported to be discarded.